Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: not applicable as the lens was inserted and removed. Device evaluation: the intraocular lens was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue and particles on the lens. Scratches were observed on the lens optic. The customer's reported complaint for lens damaged was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion into the eye of an intraocular lens (iol), the surgeon noticed that the lens was damaged, kinked or crimped. The lens was removed and replaced with another lens. No patient injury was reported. The incision was not enlarged and a vitrectomy was not performed. Reportedly, the patient left the recovery room in great condition. No further information was provided.